Manufacturer narrative:
Voluntary medwatch report received: mw5158865

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited noise. The ra lead was explanted at the unknown date. No patient consequences was reported.